Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and relevant raw material history files showed no recorded quality problems or rejections related to this incident. Follow up will be sent in as soon as internal report is available.

Event description:
(B)(4). User's narrative: while attempting a spinal block, needle broke off inside pt. Was able to be withdrawn through the introducer.